Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump decelerations were observed. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. Patient was discharged with a ungrounded power module patient cable.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed multiple low speed and pump stop events while the patient was supported by the mobile power unit (mpu). Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the submitted data appears indicative of an issue with the driveline; however, a specific cause for the low speed and pump stop events could not be conclusively determined through this evaluation. The submitted x-rays did not show any areas of potential breakdown of the driveline¿s metal braided shield. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. Multiple low speed and pump stop events, with corresponding low speed and low flow alarms, were captured while the device was connected to the mpu. No low speed or pump stop events were captured when the device was connected to 14 volt external batteries, suggesting a potential short to ground within the driveline. The patient reportedly received an ungrounded patient cable, and the events resolved. The patient will remain on an ungrounded patient cable, and no further intervention is planned. No further related issues have been reported at this time. The heartmate ii left ventricular assist system instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.